Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Serial number is not reported in complaint. Per swi, (B)(4) complaint investigation, if serial number not available, then complaint history review is not required. Serial number is not reported in complaint. Per swi, (B)(4) complaint investigation, if serial number not available, then device history review (DHR) is not required. Upon investigation of the actual device used in this incident it was determined that the system experienced a drawer malfunction when attempting to issue medication. The technical support specialist informed that the small parts order form was sent to customer and advised to contact medbank support after the key replacement; the case was closed with a plan to reopen it once the replacement key was received to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medbank tower experienced a drawer malfunction when attempting to issue medication. Message on the station screen is "invalid license data. Reinstall is required." The invalid license message is not affecting the workflow of this facility. There were no adverse events or injuries reported based on this incident.